Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0bwa1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect on the day of the report and they had an accident. Prior to this loss they had not had any issues with the therapy. The patient¿s stimulation was at 3.1 or 3.2v. The patient was considering increasing their stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.